Event description:
The customer reported that ¿in speaking with the olympus technical assistance center (tac) via phone, the light source's image was intact but was flickering. The customer had to switch out the tower to continue with the procedure. Customer reported that the issue was coming from a third-party device. The customer was provided with the troubleshooting steps. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus for evaluation. However, additional information obtained from the customer stated that the event, ¿image was intact but flickering (it went away and came back)¿ occurred due to a third-party device. Olympus will continue to monitor field performance for this device.